Manufacturer narrative:
The ge representative conducted an on site investigation. The backplane was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 8800 system would not boot up. No patient injury was reported.